Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI; upn: m365sc8416500; model: sc-8416-50; serial: (B)(4); batch: 20658225.

Event description:
It was reported that the patients spinal cord stimulator (scs) was no longer effective for the patients pain. The patient underwent an explant procedure. The physician did not suspect device malfunction. The explanted devices were disposed by the facility.